Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient has been trying to charge his implant, but he keeps getting the reposition antenna screen even after moving the antenna to multiple different places. The patient said it may have been over a month since he had last charged because he got sick and had to go to the hospital and forgot to charge his implant during that time. The patient also added that he is not able to connect with his patient programmer (pp) as well. No further complications were reported. No patient symptoms were reported. 2020-mar-10 additional information was received from the patient. It was reported that the cause was that patient had taken a fall which caused the lead to shift, if patient understood the technician correctly. Patient was seen in the facility on (B)(6) 2020. They were able to jump start the system and charging of unit began. The issue was resolved and unit was working fine. Rep's knowledge prevented having to proceed without any invasive treatment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.